Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an battery out limit error and unexpected restart after putting new battery. The customer¿s blood glucose level was unknown.. The customer was assisted with troubleshoot and customer states the pump alarmed after battery change. Customer states after clearing out alarm it now gave unexpected restart error. Cleared alarm per troubleshoot and continued with battery out limit. Customer received no delivery during fill tubing process. Customer states the insulin did not exit. The insulin pump will be returned for analysis.